Manufacturer narrative:
An event of regurgitation, pannus formation and a torn leaflet was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was reported in an article titled "early first-generation trifecta valve failure: a case series and a review of the literature": a (B)(6) year old femail was implanted with a 19mm trifecta valve in 2012. In 2018, the patient presented to the hospital where an echocardiography confirmed aortic regurgitation (ar). The device was explanted where it was observed there was a tear on the non-coronary cusp (ncc) and pannus formation. No additional information is available.